Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable- clamp tubing" alarm. Per reporter the residual volume was 10.3 ml, the rate was 2.3 ml and the amount given was 95.65 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.